Event description:
The complainant reported that they were unable to engage or disengage the battery switch on the automated impella controller. Upon investigation, no issue was found with the battery switch, but the two screws were loose, which prevented the switch from engaging and disengaging. After torquing the screws per the assembly procedure, the battery switch was able to be engaged and disengaged as intended.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.